Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and a linear opening. A leak test was performed and found one opening. A microscopic analysis identified a linear(smooth) opening on posterior side in the same location of crease assessed as fold(flaw) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth(crease) opening assessed as fold(flaw) opening. Additional, corrected, and/or changed data:

Event description:
Patient reported left side "is going down in size", pain, it "sits differently," and it "feels like jelly." Healthcare professional reported "any creases". Device was explanted.

Event description:
Healthcare professional reported "any creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "is going down in size", pain, it "sits differently," and it "feels like jelly." Device remains implanted.